Event description:
It was reported that the discrepancy between measured inspired and expired tidal volume was large. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with tidal volume discrepancy has been confirmed during evaluation of provided problem description. Customer did not request service and contacted third party for repair. No other information is available. Based on the information above, this complaint will be closed.